Manufacturer narrative:
5554-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds to high values and rising impedance to infinite measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.